Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that while using the day aligners that their gums feel like they are migrating. The patient stated that the aligners are pushing their gums up and causing irritation and discomfort.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.